Manufacturer narrative:
(B)(4). Date sent: 3/7/2025. Corrected data: b1, h1. Additional information was obtained: the surgeon explained that he waited 15 seconds and used the green reload which he always uses for the bronchus, he didn¿t feel that it was thicker than usual he said it felt the same as always otherwise he would have used a black reload if it felt a lot thicker. He wasn¿t sure why but it only sealed part of the bronchus and then it split open and lots of staples were left no formed in the patient and they had to go to thoracotomy. The patient is now ok. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025 investigation summary this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows the jaw of the device with a green reload loaded with malformed protruding staples. The second photo shows a jaw of the device with a green reload loaded. The reload appears to be fully fired with a staple properly formed stuck on the pockets. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.,null additional information received: this was a vats procedure and they had to open and suture the bronchus after this issue. The patient was ok and is now home, but had a longer recovery.

Event description:
It was reported that during a lobectomy procedure, it was observed that when fried on bronchus using green reload, some of the staples did not form. There was no patient consequence. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/19/24. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.